Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the atrial lead exhibited over-sensing noise and inappropriate mode switch. Electromagnetic interference was the cause of the malfunction as the patient placed the phone in his shirt pocket same side as the device. No intervention was performed. Patient was stable.